Event description:
Pt reported an alleged leak in an unk location on the lap-band system. The pt reported that recently the pt began noticing lack of restriction and weight re-gain. A barium swallow was conducted and a fill volume check was also performed to confirm the leak. Revision surgery has been scheduled. F/u findings: during the pt fill appointments, the surgeon found less saline then was injected. F/u findings: the port and tubing were explanted and replaced. The explant operative report noted "tubing is leaking... At its mid aspect" and that the tubing is "fractured."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has been returned, however, the device analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Inadequate weight loss is a surgical and physiological complication and analysis of the device generally does not assist. Allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (B)(4). (Recorded as of (B)(6) 2000, clinical study, 299 pts total)".